Manufacturer narrative:
The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this ambicor penile prosthesis was not inflating properly. After examination, a bulge on the left cylinder was found. The device was explanted and replaced with an inflatable penile prosthesis. No patient complications were reported.